Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported stent graft leak cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure and a perforation occurred in the 1st obtuse marginal artery and left circumflex artery. The patient was hemodynamically stable; however, the physician was concerned about possible tamponade. The 2.8 x 16 mm graftmaster was implanted at the perforation and contrast extravasation was improved, but the perforation was not completely sealed. The second 2.8 x 26 mm graftmaster stent was then implanted slightly overlapping the 2.8 x 16 mm graftmaster and extending into the left circumflex artery. The perforation was then successfully sealed. No additional information was provided.